Event description:
On (B)(6) 2010, "pelvic mesh products, specifically a bladder sling" was implanted "with the intention of treating her for pelvic organ prolapse and stress urinary incontinence." Plaintiff's attorney has alleged that plaintiff will "require" revision surgeries and was caused "severe and irreversible injuries, conditions, and damage." It was also alleged that, "as a result of the implantation of the pelvic mesh products," plaintiff has "suffered serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding," and has "experienced significant mental and physical pain and suffering and she has sustained permanent injury." Also alleged, plaintiff was caused severe personal injuries, severe emotional distress, and other losses.

Manufacturer narrative:
The model of the mesh system that was implanted was not indicated. Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.